Event description:
The customer alleged that the audible alarm failed to activate as intended. The nellcor puritan-bennett customer support engineer inspected the device and failed to duplicate the reported malfunction. The audible alarm speaker was replaced as a precaution. The unit passed extended self testing. It is not verifed that the alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.